Manufacturer narrative:
Medwatch field b6 relevant tests/laboratory data was updated. The calibration results were within the specified ranges. The level 1 for the external qc was out of range at -3 standard deviations. Two patient samples were received for investigation. The investigation tested the patient sample for the presence of an interferent using size exclusion chromatography (sec). The test confirmed that the presence of an igg interferent had caused the event. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter received questionable troponin t hs elecsys results from three samples from the same patient tested on the cobas e 801 analytical unit. On (B)(6)2024, the initial result from the analyzer was 42.1 pg/ml (positive). The repeat result from a beckman-coulter analyzer was 7.9 ng/l (negative). On (B)(6)2024, the initial result from the analyzer was 44.1 pg/ml (positive). The repeat result from a beckman-coulter analyzer was 5.7 ng/l (negative). On an unknown date, the initial result from the analyzer was 45 pg/ml (positive). The repeat result from a beckman-coulter analyzer was 6.5 ng/l (negative). The reporter deemed the analyzer's results false positives as they did not align with the patient's clinical records; the repeat results were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6).. The customer performed heterophile antibody, biotin interference, serial dilution interference tests, and immunocomplex and macro complex verification tests. The results of all the tests did not detect the presence of an interference. The investigation is ongoing.